Event description:
Fmc canada reported (0798) a blood leak one hour into the treatment. Estimated blood loss 300cc. No medical intervention. Attempted to get info for medwatch on 12/10/8, 12/14/98 and 12/16/98. MDR filed on the blood loss. No sample available for examination.